Event description:
Following a fall or some other form of trauma, the pt experienced a burning sensation at the implantable neurostimulator (ins) location. Movement caused the stimulation to change. Current impedance measurements were normal. The device registration system indicates that the ins was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.